Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported events (sepsis, embolic stroke, and death) cannot be conclusively determined through this investigation. The patient was admitted due to sepsis on (B)(6) 2021, which stemmed from the deep sacrum. The sepsis was not associated with a driveline/pump pocket infection, per the account. On (B)(6) 2021, the patient suffered from an embolic stroke due to the dislodgment of vegetation from the aortic valve. An echocardiogram was performed, and a family conference was later held. Due to a poor neurological outlook, the patient¿s family made the decision to withdraw care. Heartmate 3 left ventricular assist system, serial number (B)(4), was electively stopped on (B)(6) 2021 and the patient expired. The patient's expiration was not considered to be device-related and heartmate 3 left ventricular assist system, serial number (B)(4), will not be returned for evaluation. The heartmate 3 left ventricular assist system instructions for use lists sepsis, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital for sepsis unrelated to their driveline or pump on (B)(6) 2021. The source of the sepsis was determined to be the deep sacrum. The patient suffered from an embolic stroke on (B)(6) 2021, due to vegetation from the aortic valve dislodging. This was confirmed by an echo. The patient's pump was electively stopped on (B)(6) 2021.